Event description:
Reports of a broken fin nail at f/u. Review of pt x-rays shows fin nail broken at the proximal slot. Surgeon replaced broken fin nail with a standard I. M. Nail. Cause of the breakage was full weightbearing on nonunion with a very high femur fracture. No indication of product defect.